Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer loaded a new cartridge to resolve the issue. Customer's blood glucose level was 294 mg/dl.